Manufacturer narrative:
Findings: a compromise force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to compromise force sensor alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 22 mmol/l. The customer was advised that the insulin pump is working as designed. The customer insists on a replacement pump. The customer was advised to contact heatlh care provider and we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.